Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that the seat has a slight crack in it that has pinched her husband. The consumer stated she put some tape over the crack to prevent additional pinching to her husband. Update from 11/02/2015: seat replaced, minor pinch to rear end. No further information provided.